Event description:
Father states that the word lithium is highlighted and pressing the up and down arrow and the ok button do not move the highlight to any other place. It is not able to be moved. Father states that the contrast button can adjust the contrast though. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation was not complete, once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the audio bolus button was detached but the keypad rubber was intact. The torn bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The damaged button is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the contrast and up arrow keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. The other keypad buttons responded appropriately and have normal spring back or click. There was evidence of contamination found under the keypad buttons and no hypersensitive or inverted keys were observed.